Manufacturer narrative:
The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the circumflex artery via bypass graft. A 2.80x16mm rx graftmaster covered stent was deployed at 15 atmospheres, but the perforation was not sealed. The patient developed pericardial effusion and tamponade. Pericardiocentesis was performed; however, the patient was a poor surgical candidate due to previous bypass surgery and their spouse declined further surgery. The patient expired. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of death is listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), as a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The investigation was unable to determine a conclusive cause for the reported failure to seal; however, the subsequent treatment appears to be related to the operational context of the procedure. A conclusive cause for the reported patient effect(s) and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. Medical affairs reviewed the reported information and a clinical review was performed. The conclusion was that the cause of death was due to perforation and tamponade. The graftmaster is only secondarily contributing because it was unable to exclude the perforation.